Event description:
The hospital biomed and the rt supervisor reported the following "this vent was involved in a near miss. The pt was a near cardiac arrest. Pt had decreased heartrate that recovered after ventilator was removed. Staff felt that the vent was responsible for this pt's respiratory decompensation. The pt was receiving mucomyst via ultrasonic nebulizer for approx 3 days. Their thought is the exp cassette had malfunctioned (potentially due to the mucomyst treatment and "sticking" expiratory valve. This cause high peep pressures (auto peep), high res rate, high and exp min volume. Then ventilator was trouble-shooted and nothing seemed to help the pt situation. The pt was disconnected from the ventilator and the pt immediately "loudly exhaled." The pt's status slowly improved after the autopeep was released. The pt was placed on a different ventilator and had no other respiratory issues at that time". Additional information states that the problems began after the pt had been given medication through the nebulizer. A humidifier was also in use in the pt circuit.